Event description:
During arthroscopy procedure in the patient's shoulder, the distal piece of the wand was noted to be missing. The distal piece was seen via x-rays in the shoulder soft tissue, but was not retrievable.